Manufacturer narrative:
(B)(4).

Event description:
The patient reported seeing a power on reset (por) code. The patient was not doing anything unusual when the por was seen. It was noted that she had a head collision in (B)(6) 2015. No medical test or emi were related. The patient was redirected to her healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.